Event description:
A bipap a40 device was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation ventilator inoperative alarm conditions were observed. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. The device's main board needs to be replaced to address the issue. Additionally, the device's blower and outlet flow path were replaced preventatively per preventive maintenance protocol. The device was cleaned and tested and passed all final testing. The bipap a40 pro (r1111177) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.